Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for an unrelated procedure. During the procedure, the implantable pulse generator exhibited backup vvi operation due to an influence of a radio knife. An external pacemaker was applied. The device was explanted and replaced successfully. The patient¿s condition was stable.